Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with clearing the alarm. The hp would complete therapy with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that she had seen the hp earlier today and everything is fine. Per nurse, hp is continuing therapy without issues. The nurse stated that the hp did not report any loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.